Manufacturer narrative:
Product analysis: analysis found no fault with the epg. The epg was returned to the customer unrepaired as requested. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) powers off automatically. The epg was returned for service. There was no patient involvement.